Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One used and contaminated sample was received at the manufacturing site for the investigation. The reported issue was confirmed; the silicone tubing and valve were disconnected. Unfortunately, no functional testing could be completed due to the contaminated condition of the device. As a result, a definitive root cause could not be determined. However, it is important to note that the feeding set does have a safety feature that is designed to prevent excess pressure from being exerted into the patient. It is possible that the safety feature may have been activated as intended during this event, which diverted the pressure away from the patient and back up to the peristaltic pump section resulting in a disconnect. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enteral nutrition pouch placed at around 12:00 p.m. At around 5:00 p.m, the mother reported that the tubing has just "ejected" from the pump. Upon reaching the room, she noticed that both tips of the tubing have disconnected into the hood of the pump and that the contents of the pouch are emptying to the ground. There was no patient harm reported.

Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The complaint report indicates that there is no sample in relation to this complaint, it has been discarded. A photograph was provided for evaluation. A review of the photo confirmed that the silicone tubing to the valve has disconnected. It is the only disconnection that can be seen from the photo. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine with certainty the root cause(s) of the reported condition or implement any corrective action(s). This complaint will be used for tracking and trending purposes.